Manufacturer narrative:
The device was not returned by the date of this report. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer.

Event description:
According to the reporter, the lofric orifo urinary catheter got stacked in urethra while the user was catheterizing. The user had to go to an emergency unit to get it successfully removed. The user experienced urinary tract infections, however it is unclear if this is a consequence of the trauma with the stuck catheter or if it is a consequence of residual urine.

Manufacturer narrative:
The catheter was returned and investigated. A sharp cut was found on the catheter just under the drainage holes. It is highly unlikely that the damage of the catheter is a consequence of the manufacturing chain. The catheter material is very tough and does not easily tear. There is no station in the production line where a catheter could be damaged like this without the package being damaged too and this does not seem to be the case since a damaged package should have been detected by the user while trying to activate the product before use. The user did not report any errors on the package before using the catheter. No deviations were found in the batch documentation or batch data. No other complaints have been received on this lot. A root cause for the defect catheter has not been established.